Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation and mixed tricuspid regurgitation for a combination mitraclip and triclip procedure. During the procedure, a triclip steerable guide catheter (tsgc) was used to implant two mitraclips within the mitral valve. The tsgc was retracted into the tricuspid valve and attempted to place a triclip on the anterior/septal leaflet (a/s) on the commissural position. There was challenges with visualizing the position of the clip, it became caught on the leaflets during grasping. Troubleshooting was performed unsuccessfully and the clip was implanted on the a/s commissural without reduction of the tr. The procedure was discontinued, the final mr was reduced to grade 1, the final tr remained. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.